Event description:
It was reported that twenty-two patients with miller-galante unicompartmental knees had incomplete tibial cement-bone radiolucencies.

Manufacturer narrative:
Information was received via published literature. No devices or photos were received; therefore the condition of the components is unknown. The device history records cannot be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The journal article states that at the time of finial radiographic evaluation, no component showed evidence of loosening. A definitive root cause cannot be determined with the information provided. Please reference literature at the following location: http://jbjs.org/content/86/9/1931.